Manufacturer narrative:
Date of initial report: (B)(6) 2017 the incident sample was requested but to date has not been received for evaluation. If the sample or additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a distal pancreatectomy, the device did not seal. Less than 500cc's of bleeding resulted, and no additional patient injury occurred. Another device was used to complete the procedure.